Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient stated that they are scheduled to have an MRI in september and they are wondering what they need to do in order to have the MRI. Agent reviewed MRI guidelines with the patient. Patient stated that when the device was put in they were told that they would only have to charge every two weeks. Patient said that they have to recharge every week and it is difficult to charge. Patient then stated that the belt doesn't work. Patient was unable to turn handset on during the call. Patient will charge external equipment and will call back tomorrow morning for assistance with MRI mode. The caller expressed dissatisfaction with the recharging aspect of the ins, and wanted to know if they are able to get the ins replaced. Pss redirected the caller to the hcp to further discuss. During the call the patient received the message "data has been lost, contact your clinician". Agent reviewed the meaning of the message with the patient. Patient also saw a message that said missing implant info. Patient called back and states they contacted the dr about the data lost/missing information screen coming up when they try to to go into MRI mode. Pss emailed reps.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacture representative. When asked for cause, actions, and resolution for the issues the rep reported all is unknown and they have an inquiry to the patient and provider.